Event description:
During a rotator curr repair the suture would not release from the inserter. The suture was cut free from the anchor and removed. The anchor remains imbedded in the patients bone. An additional device was available and used to complete the procedure. A delay of 5 minutes took place to prepare the additional device. No patient injury or complications were reported.